Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient developed abdominal infection. The patient was hospitalized and unspecified treatment was provided. Though requested, no additional information was provided regarding abdominal infection and treatment.

Event description:
Additional information received. Husband reported that the patient had an issue during the peg -j placement procedure. The patient required additional surgery and has been hospitalized. Patient has not started on duopa therapy, the tubing has been placed. Though requested, additional information was not provided.

Manufacturer narrative:
Reference record (B)(4).